Manufacturer narrative:
Device evaluation follow-up #1 submitted 12/13/2016: the device was returned to animas and evaluated by product analysis on 11/11/2016 with the following results: the black box shows on (B)(6) 2016 basal program 1 was running. Basal program 1 is set with a 0.00u/hr rate from 00:00 to 07:00 on (B)(6) 2016 12:54 an unexplained por occurred. Pump was powered back on and the time/date was set to (B)(6) 2016 01:40. Since the basal setting was set for 0.00u at this time the pump did not delivery insulin. A manual date change was made on (B)(6) 2016 from 02:37 to 14:37 and then the insulin deliveries resumed with a 1.3u/hr basal rate. Pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No interruptions occurred during testing. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The pump will not deliver the basal insulin. Customer support confirmed the basal setting is programmed and turned on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.